Manufacturer narrative:
The technician investigated and found the bed had an error code and the motor function runs continuously. The technician found the communication board was wet and shorted out. The technician replaced the communication board to repair the bed.

Event description:
Alleged the head and knee moved unintentionally when the bed was plugged in.